Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented in clinic for normal follow-up, noise was observed on the atrial lead. The noise was reproducible by raising the patient's arm. Programming changes were made. Patient will be followed up in three months for echocardiography. Patient was asymptomatic.